Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received via medical records on 10 december 2009. On (B)(6) 2006, the pt experienced a high zinc level. On (B)(6) 2007, the pt experienced a low copper level. At the time of this report, the events were unchanged. F/u was received via medical records on 10 may 2010. The case was upgraded to serious at this time. On (B)(6) 2004, the pt had initial neurological consultation for complaints of progressively worsening numbness in legs and fingertips. The pt had also experienced unexplained anemia since (B)(6) 2003 as evidenced by hemoglobin of 10.4 and hematocrit of 30.2 (units and normal ranges not provided). The pt was felt to have neuropathy. On (B)(6) 2004, the pt underwent a electromyography study which was normal. On (B)(6) 2004, the pt was placed on gabapentin as the physicians felt her neuropathy was related to her anemia. On (B)(6) 2004, the pt was found to have elevated zinc levels and decreased copper levels and her anemia was diagnosed as being due to copper deficiency. Following copper supplementation, her blood counts had normalized and her tingling and numbness has improved. By (B)(6) 2004, her neuropathy remained improved but the pt continued to get off balance at times and experience peculiar sensations in feet when walking or running. On (B)(6) 2004, the pt was told to hold copper supplementation. Copper therapy was resumed on (B)(6) 2004. At a f/u appointment on (B)(6) 2005, the pt complained of chronic tiredness and continued tingling and numbness. The tingling and numbness of her hands had improved while it remained constant in her feet. By (B)(6) 2005, the leg numbness had resolved but her feet remained numb. By (B)(6) 2005, her copper levels remained low despite receiving oral copper. On (B)(6) 2006, the pt was told to increase her copper from 2mg daily to 4 mg daily. By (B)(6) 2007, the pt stated that her neuropathy was returning and she was having paresthesia in her legs. She was unsteady and had fallen on occasions. The pt also complained of paresthesias in hands and arms and weaker grip. The pt had not increased her copper dose as previously instructed so the return of the neuropathy was felt to be due to copper deficiency. On (B)(6) 2008, the pt complained of twitching legs that night but admitted to erratic compliance on her copper supplementation. The pt was instructed to take copper 6mg daily.

Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).